Event description:
Per the clinic, the patient was placed under general anesthesia in order to underwent a skin flap reduction surgery on (B)(6) 2025 due to report of hearing issues even with strongest magnet available. During the same procedure, the magnet was removed prior MRI and the magnet was replaced following the MRI procedure (specific date not reported). The implanted device remains.